Manufacturer narrative:
Evaluation summary all device history records (DHR) are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The device was returned and evaluated at the regional service center. The reported condition could not be confirmed. The device was tested for accuracy and the delivered rate was as expected. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported the device is over feeding.